Event description:
The customer called to get assistance priming the insulin pump. The customer then stated she was treated by the paramedics for low blood glucose. No blood glucose reading was reported. The customer also stated the low blood glucose episode was not related to any possible insulin pump issue. Troubleshooting was performed and the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.